Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The sensor replacement alert was asserted to the user on (B)(6) 2023, day 54 after insertion. An RMA was authorized to investigate the sensor further. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body could not be reproduced in the lab. The potential root cause for such failure mode may be an issue with the sensor electronics, for example, the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.